Event description:
The manufacturer was contacted in reference to the voluntary field safety notice / recall notification related to the sound abatement foam in certain CPAP, and mechanical ventilator devices. The manufacturer received information alleging severe sinus infection and taking antibiotics for the infection. The device was returned but yet not evaluated. The manufacturer's investigation is ongoing. A follow-up report will be submitted when the manufacturer's investigation is complete.

Manufacturer narrative:
The manufacturer previously contacted in reference to the voluntary field safety notice / recall notification related to the sound abatement foam in certain CPAP, and mechanical ventilator devices. The manufacturer received information alleging severe sinus infection and taking antibiotics for the infection. The previous report was filed as an adverse event. The manufacturer's clinical expert reviewed the event and determined there is no allegation of serious injury related to the device. The device was returned to the manufacturer's product investigation laboratory for investigation. An internal visual inspection was completed by the manufacturer. The manufacturer found evidence of discoloration of plastic on sd cover/air inlet flip door, white dust-like contamination on top of the blower box and inside bottom enclosure, indeterminate black particles on top of blower box, indeterminate fine white contamination all over external and internal surfaces of blower box and within blower, white dust-like and hair-like contamination in top enclosure near modem port. The manufacturer found no evidence of sound abatement foam degradation. The device's downloaded event log was reviewed by the manufacturer and found no error logged. The manufacturer concludes the contaminates found were consistent with discoloration of plastic on sd cover/air inlet flip door, white dust-like contamination on top of the blower box and inside bottom enclosure, white dust-like particles and indeterminate black particles on top of blower box, indeterminate fine white contamination all over external and internal surfaces of blower box and within blower, white dust-like and hair-like contamination in top enclosure near modem port were inconsistent with the sound abatement foam. The manufacturer confirmed there was no evidence of sound abatement foam degradation.